Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the bond between the patient's infusion set's tubing and the trident failed. Reportedly, she did notice a damage to the infusion sets when the package was first opened, as the infusion set's tubing was disconnected from cannula platform (clip and tubing were separated). Therefore, her blood glucose level was approximately 120 mg/dl at the time of incident. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.